Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unk mg/dl. The customer stated that the display screen had many scratches and worn display on the insulin pump. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.